Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. It was reported the pt can no longer establish telemetry between her ipg and charging system. A new charging system was sent to the pt, but was not able to resolve the no telemetry condition. Further examination of the scs system found that the ipg had flipped within the pocket. The physician will surgically revise the ipg pocket; however, no date of service has yet been determined. No further pt complications were reported.